Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while doing sport. The subcutaneous echocardiogram (s-ECG) was reviewed and it was deemed that the patient rhythm was supraventricular tachycardia (svt) with t-wave oversensing that led to the inappropriate shock. The presenting s-ECG was observed to have a change in morphology in the last months when compared to the implant s-ECG, which is believed to be the cause of the inappropriate therapy. The alternate vector shows a slightly better signal, therefore, the s-ICD was programmed to this vector. The patient is in good condition and will continue to be monitored. The s-ICD system remains in service. No additional adverse patient effects were reported.